Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic oophorocystectomy the breakage of the trocar tip was confirmed. Because it was postoperative, the second procedure was performed. During the second procedure, the patient¿s cavity was observed, but no fragments were found. The fragments found in the operation room fitted the damaged part, but the size did not match. The part fell into the patient's cavity and could not be retrieved.

Manufacturer narrative:
Device evaluation: post market vigilance (pmv) led a photographic evaluation of four photographs of a device. A visual inspection of the returned photos the first photo depicts a gouge at the distal end of the cannula. The second photo depicts a gouge at the distal end of the cannula, with two fragmented pieces. The third photo depicts two fragmented pieces. The fourth photo depicts the gouged cannula with a fragmented piece on top of the gouge and a fragmented piece next to the cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouged cannula tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.